Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Please note: the additional information submitted through regulatory report 3004209178-2021-16877 follow-up number 001 was reported was a typographical error. The event description has been corrected at this time and is included below: additional information received reported that although it had not yet been confirmed whether the device was able to be fully charged, it was noted that ¿it was now possible to charge it.¿ there remained no complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that although it had not yet been confirmed whether the device was able to be fully charged, it was noted that ¿it was not possible to charge it.¿ there remained no complications reported or anticipated.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that charging of the implantable neurostimulator (ins) stopped shortly after having started. It was noted that the ¿level of set value¿ may have led or contributed to the issue. The patient¿s physician¿s observation about causality was asked but unknown. There was no troubleshooting or diagnostic testing in particular performed to address the issue; an additional meeting was scheduled for (B)(6). It was noted that there were no further actions scheduled as of (B)(6) 2021 and that it was unknown whether the ins had been charged fully since the issue occurred. There were no surgical interventions planned or performed and the intractable chronic pain patient was alive with no injury at the time of report. Replacement of the implantable neurostimulator (ins) was considered. The issue remained unresolved at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown, product type programmer, patient. Product ID 97755, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.